Manufacturer narrative:
Method: based on the customer's account of the incident. Result: artifact present during analysis. Device labeling (IFU and voice prompts) provide instructions for addressing artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not cause a delay in therapy.

Event description:
Artifact present during AED deployment. (B) (4).